Event description:
From staff: during a pediatric surgery, the patient was masked down for a lysis of penile adhesion. When the surgeon used the cautery high temp fine tip bovie it took a minute to activate and heat up. Once it warmed up enough, the surgeon started the procedure. The first assist student noticed the raytec sponge in their hand started turning black and felt warm. They placed the raytec on the mayo stand and an ember formed and caught on fire. The surgical tech tossed the raytec on the floor to avoid further spread. The fire was them put out safely with no harm to the patient or others.

Event description:
From staff: during a pediatric surgery, the patient was masked down for a lysis of penile adhesion. When the surgeon used the cautery high temp fine tip bovie it took a minute to activate and heat up. Once it warmed up enough, the surgeon started the procedure. The first assist student noticed the raytec sponge in their hand started turning black and felt warm. They placed the raytec on the mayo stand and an ember formed and caught on fire. The surgical tech tossed the raytec on the floor to avoid further spread. The fire was them put out safely with no harm to the patient or others.